Event description:
Brush head of io3 toothbrush does not hold and jumps around - oral-b [device connection issue]0 case narrative: a mother via phone stated that the oral-b io toothbrush head on her child's io3 toothbrush would not hold and jumped around during brushing. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.